Manufacturer narrative:
(B)(4). Batch number: n5657f. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: first f/u sent to affiliate: can you please provide further detail of how the device "misfired" during surgery? Did the device deliver any staples? Yes it fired and stapler but got stuck and was not opening. If yes, were the staples formed properly? Staples were formed properly but at proximal end some staples were not formed properly. If yes, was the staple line complete? Staple line complete but at proximal end few staples were malformed. Did the device cut? Yes , it cut. If yes, was the cut line complete? Yes it was complete cut. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st firing. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No , they opened a new plee60a thereafter and performed the remains case .

Event description:
It was reported that the plee60a misfired at the time of surgery.